Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported impact to the customer's blood glucose level. The customer attempted to resolve the issue by changing pump supplies, although this only temporarily fixed the problem. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.